Manufacturer narrative:
One suspect pump was returned for evaluation. The event history log (ehl) and service history records were reviewed. Visual and functional tests were performed on the returned device. Upon visual inspection, upstream occlusion (uso) seal buckling, downstream occlusion (dso) seal lifting and dso seal torn were noted. Replaced and calibrated the dso seal. The device passed all tests after the repair.

Event description:
It was found during investigation that the pump confirmed the reported torn and lifted downstream occlusion (dso) seal. There were no patient involvement and patient harm.